Manufacturer narrative:
Additional information: b5, g3, h6 (ime, imf) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the device had insufficient sealing. There was energy output and sealing sound was confirmed. There was no bleeding. There was 10 or more completed good seals before problem occurred. Another device was used using the same generator and it worked properly. There was no patient injury.

Event description:
According to the reporter, during procedure, the device had insufficient sealing. There was energy output and sealing sound was confirmed. There was bleeding occurred after making a dissection with a knife. Another device was used using the same generator and it worked properly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted seal plate damage and consistent with arcing. Functionally, the damage to the seal plate(s) was consistent with the user inadvertently closing jaws on a hard/metallic object and activating the device. Damage to the seal plate can result in alarm activations and difficulty with activating the device. The device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The knife cut of the device was tested on a silicone test strip with unacceptable results. The device's blade was inspected under high magnification and damage was noted on the knife blade. The heel gap of the device was measured and it was found to be within specification. The device was activated multiple times on a saline soaked gauze pad but had re-grasp alarms. The seal cycle was interrupted. It was reported that the device had insufficient sealing. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of alarm activation. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.